Event description:
The pt was admitted for a procedure in 2008. The pt had a de novo lesion in the proximal left anterior descending branch. The lesion was slightly tortuous and heavily calcified with 95% stenosis. The radial approach was chosen for the procedure, and intravascular ultra sound was being inserted, but it could not cross, event by two-wire technique and pre-dilation. A 3.0 x 18mm cypher stent was implanted at the target lesion. Then a 3.5 x 23mm cypher was going to be implanted proximal to the first stent, but it got stuck in the left main. The physician pushed the cypher, but it would not move; half of the stent was stuck inside of the guiding catheter. At that point, the guiding catheter was out of the "engaged" site and jumping. The stent was dislodged from the balloon and "dropped" at the aorta. The stent was moved to the abdominal area. Trans radial intervention was changed to trans femoral intervention to retrieve the stent by snare, but it could not be retrieved. The stent was moved to femoral artery and stopped at that portion. The physician judged it would be moved to more distal later. So, he finished the procedure and would follow the condition. The physician commented that the lesion was heavy and force was strongly conducted. It was noted that as of two days post index procedure, the pt remained hospitalized pending an ECG to be conducted before discharge, to confirm the position of the stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the us. However, it is similar to the us cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.